Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Replacement charging supplies, including a wall adapter and charging cable, were sent via two-day shipping, which customer confirmed resolved the issue, the pump to begin charging.